Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Fse inspected and replaced the wash manifold and cleaned wash and precision valves. Fse then primed instrument and performed verification testing including a dil-test and system check, both of which passed within specifications. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2021 the customer reported erroneous reactive covid igm results (access sars-cov-2 igm, part number c58957 and lot number 175015) on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for three (3) patients. The patient samples tested non-reactive on repeat testing. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. Calibration and quality control were passing at the time of the event. System check was not provided for review. Review of the event log showed a wash valve/pump motion error message on (B)(6) 2021. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.